Manufacturer narrative:
The device was serviced on-site by a field service technician. An alarm log review, functional testing, and visual inspection were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. An f-35 alarm was not found during evaluation; however, an f-38 (malfunction in tube misloading detection circuitry) alarm was identified during the alarm log review and functional testing. The cause of the f-38 alarm was determined to be damaged and out of specification force sensing resistors. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f35 alarm (front panel key was pressed for more than 40 seconds). This occurred before patient use. There was no patient involvement. No additional information is available.